Event description:
It was reported the patient lost stimulation. X-rays were taken and indicated the patient's model: 3263 lead migrated. The physician believes the migration may have possibly been caused by the location of the ipg (reference MFR report: 1627487-2014-24093). Surgical intervention was undertaken on (B)(6) 2014 and the patient's scs system was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.